Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angiography the involved angio-seal was device was used. During the operation; vascular access, guidewire, and sheath access went smooth. When they removed the angio-seal device, the anchor came out with it. Aneurysm rupture bleeding. The patient's physical condition was reported to be stable. The operation was finished successfully after the use of an angio-seal.